Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged, exhibited no capture, undersensing and no sensing of p-waves and had perforated the atrium. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.